Event description:
Customer reports they were using a 5fr pigtail catheter with the 900101 syringe. They were trying to do an aortogram with an injection protocol of 40ml volume at 20ml/sec, and the catheter just blew off the end of the syringe. The pressure injector only reached about 50psi each time. They changed the syringe and catheter 3 times and it still kept happening. They haven't had a problem since.

Manufacturer narrative:
There is no product being returned, and no listed lot number, product investigation and/or device history review cannot be performed.